Event description:
Related manufacturer reference number: 2017865-2025-15623. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was failed to separate from the delivery catheter. After multiple attempts the physician decided to remove the lp from the patient and reattempt the implant. During the removal the device spontaneously undocked from the delivery catheter and was being held in place with the protective sleeve. During retrieval process after protective sleeve pulled back the device was dislodged and traveled into pulmonary artery. After difficulties the device was successfully retrieved, and new lp was implanted on 12 feb 2025. After procedure it was noted that one of the tethers was missing from the delivery catheter. The missing tether was not visualized inside patient's body on fluoroscopy. There were no patient consequences.

Manufacturer narrative:
Reported events of dislodgement, premature separation, and separation failure were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis performed found no anomaly.